Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The intraocular lens is implanted. (B)(4).

Event description:
Bausch & lomb received a communication from a consumer who underwent bilateral implantation of the crystalens intraocular lens. This report refers to the right eye. Postoperatively, the pt reports experiencing decreased near and distance vision, shadows and double images, and occasional foggy vision. An astigmatism has been diagnosed. The pt has been prescribed tri-focal glasses. According to the pt, the surgeon found that both lenses had shifted. The pt underwent laser treatment once for the left eye. The type of laser procedure was not specified. Additional info has been requested. Reference MDR: 2031924-2011-00030.